Event description:
Medtronic received report that during a procedure, phenom 27 microcatheter marker band appeared to have detached from the end of the catheter and embolized into a distal brain blood vessel. It was noted the event did not quantifiable increase patient morbidity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4):equipment used: video inspection system (m-85519), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5), document used: dwgsfg15xxx-yyyy-zz rev. F as found condition: the phenom 27 catheter was returned for evaluation inside the outer carton, biohazard bag, and shipping box., visual inspection/damage location details: the catheter tip and marker band were found to be missing. The catheter body appeared flattened for 11.8cm from the distal tip and kinked at 45.7cm from the proximal end of the hub. No flash or voids molded were observed in the hub. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. Conclusion: based on the analysis findings, the customer complaint was confirmed that the distal tip and marker band were missing. In addition, the catheter body was kinked and flattened. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.